Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The investigation was unable to determine, the cause of the scope testing positive: information provided by the customer, did not indicate, that the scope was not reprocessed in accordance to the instructions for use (IFU). Additionally, the customer did not provide additional information regarding what the scope had tested positive for. IFU warns on insufficient reprocessing, by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. This report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device.

Event description:
There were no reports of patient infection, regarding this event.

Manufacturer narrative:
According to the customer, the oxygen concentration in the storage area was per the manufacturer¿s specifications. The device was evaluated. A worn angle wire caused the bending angle in the up direction, the adhesive on the bending section adhesive was chipped, the right/left knob was deformed, and a deformed forceps lever, the up/down known cannot be locked securely. Additional information was requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the scope had tested positive for unspecified microbial growth. The scope was not used during any procedure after it tested positive. It¿s currently unknown if there were any patient infections associated with this event.